Event description:
N/a

Manufacturer narrative:
Updated fields- d4, d10, g4, g7, h2, h3, h4, h6, h10 unique device identifier (UDI)- (B)(4). Microsensor was received for evaluation device history record (DHR)-lot 3713436, met specifications when released on may 24th, 2019. Failure analysis- the catheter material kinked 35 cm from connector. Sensor ohms reading too low, ap read 461; should be 680 - 970 ohms. Internal wires are bent/damaged inside catheter. No testing was possible. The root cause of the defective device is due to a bad handling from the user.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the microsensor was not showing readings on the icp. When the microsensor was connected with the icp, no reading was showing on the icp monitor. The physician changed with another of the same microsensor which was showing normal readings. The event led to 30 minutes surgical delay with no consequences for the patient.